Manufacturer narrative:
Reported event of guidewire distal tip detachment. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-14132 and 3005099803-2013-14133 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during unpacking, the tip partially detached. The physician unpacked a second jagwire device. However, the hydrophilic tip of the second jagwire partially detached. It was reported that the tip of the metal core wire was exposed for both devices. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the guidewire revealed that the pebax partially peeled exposing the corewire approximately 0.5cm from the distal end with a length of 0.2cm. The tip of the metal corewire was not exposed. Presence of adhesive remnants was found indicating that the pebax was properly attached to the corewire at the peeled section. There was no evidence of corewire fracture and the ptfe jacket did not present any anomaly. All the outer diameter measurements are within the specifications. The returned unit was not consistent with the complaint that the tip of the metal corewire was exposed. It is possible that the device got damaged due to handling factors during unpacking and preparation for the procedure. Therefore, ¿handling damage¿ is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-14132 and 3005099803-2013-14133 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during unpacking, the tip partially detached. The physician unpacked a second jagwire device. However, the hydrophilic tip of the second jagwire partially detached. It was reported that the tip of the metal core wire was exposed for both devices. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.